Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/54 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly referenced article: ¿double factor single shot to diminish complications in cryoballoon ablation procedures for atrial fibrillation.¿ journal of interventional cardiac electrophysiology.https://doi.org/1 0.1007/s10840-018-0483-3. Published online 2018-11-08. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon/sheath catheter/mapping catheter: there was one patient who, two-weeks post ablation procedure, presented with an atrial-esophageal fistula ¿related to the low temperature reached¿ in the left inferior pulmonary vein, endocarditis, and ¿disseminated embolism.¿ the patient died prior to surgery. The cause of death has been requested, but not yet received. There was also one (1) patient who experienced cardiac tamponade during balloon manipulation, which required ¿urgent surgery.¿ there were also six (6) patients with transient phrenic nerve palsy (pnp); all of which resolved. There were three (3) patients with a groin hematoma; all of which did not require any intervention. There were also two (2) patients who experienced pericardial effusion; with no intervention taken. There was one (1) patient who had phrenic nerve palsy (pnp), transient ischemic attack (tia), and air embolism; with no mention of intervention/resolution. There was another patient who and a stroke and pnp, again with no mention of intervention/resolution. One (1) patient had <(><<)>50% pulmonary vein stenosis. Further follow up did no yet yield any additional information. The status/location of the cryoballoon catheter/sheath catheter/mapping catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no specific allegations or complications against the products. There was no other medical/surgical intervention taken. The author also stated that "all patients are alive and doing well." No further information was provided.